Event description:
The handheld and related software were received by the manufacturer for analysis. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the display were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally, no anomalies were found with the software/flashcard.

Event description:
It was reported that the programming handheld screen was too dark to see all of the data on the screen. The company representative reported that he performed troubleshooting. He reported that the screen is bright when first turned on, but then goes darker during use. A replacement was therefore requested and provided. Product return is expected, but the handheld has not been received by the manufacturer to date.

Manufacturer narrative:
.